Manufacturer narrative:
Integra has completed their internal investigation on september 30, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the traction wire is distorted and the insert cannot be assembled on a tube. When disassembled, the jaw screws on a tube so the threading is conform to specifications. DHR review; no nonconformity related to this issue for this lot. Complaints history; no complaint for this lot. Conclusion: the most probable cause of this damage is an excessive constraint on the device during reprocessing.

Event description:
It was reported that the insert could not be inserted in the tube. There is a possible issue with internal thread. No patient injury reported and the event did not lead to surgical delay.